Event description:
The patient underwent a posterior spinal surgical procedure at c2-t2. Approximately 2 months post-op the patient underwent an irrigation and debridement procedure to explore the wound due to a lesion. It was thought that the event was due to involuntary movement of cerebral palsy.

Manufacturer narrative:
These parts are not approved for use in the united states; however, the catalog #s 6955720, 6955716, 6955714, 6955824, 6955826, 6900240 with 510k # k043020 and k123906 of 'like devices' were cleared in the united states. D4. Devices of multiple part/lot numbers were implanted during the procedure including: part: g6945720 / lot: unknown (x2) part: g6945716 / lot: unknown part: g6945714 / lot: unknown (x2) part: g6945824 / lot: unknown (x2) part: g6945826 / lot: unknown (x2) part: g6900240 / lot: unknown (x2) although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
The suspect device was not identified; therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are: g6900240, w07m1736; g6945714, w05k1581; g6945716, w07e5415; g6945720, w07e5425; g6945720, w07e5428; g6945824, w07d4370; g6945826, w07f3057; g6950305, w07j4419; g6950305, w07j4420; g6950305, w07j4421; g6950305, w08d1884; g7002526, w08c1175; g7002527, w06k0884. (B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.